Event description:
It was reported that pic catheter had extravasation within 48 hours, requiring surgical re-approach. A hole was observed in the catheter extension.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refs1664 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is inconclusive due to poor sample condition. One photo sample of a 6 fr tl powerpicc catheter was provided for evaluation. The catheter is shown outside of patient use and is located within a plastic bag. Blood residue is visible within the extension tubing. Suturing is present on the catheter wing and extends on the catheter tubing 1 cm depth marker. No apparent damage is visible on the extension tubing or catheter shaft. Since the alleged issue could not be confirmed from the photo sample provided, the complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that pic catheter had extravasation within 48 hours, requiring surgical re-approach. A hole was observed in the catheter extension.